Manufacturer narrative:
The power cord was returned to medtronic for analysis. Damage to the cord was confirmed. Both white and black blades of the molded plug were loose. The ground pin was secure. There was an open conductor from the black blade to termination. Fdm 10, fdr 120, fdc 4307 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: bi71000053, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. There was no power to the mvs. The mvs power cord was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) would not power on. The line power light was not illuminated. The system sparked when it was plugged in and unplugged from the wall outlet and the power cord had a black charring on one of the prongs. A c-arm was used to complete the case. There was a 5-10 minute delay to the procedure and no impact to patient outcome.